Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a product history review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event could not be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a fresenius dry acid mixer smoking from the fill valve wiring after replacing the fill valve. Upon follow-up, the bmt confirmed there was no visible flame, and confirmed that no smoke alarms at the facility went off. The bmt stated they replaced the control panel and fill valve assembly to resolve the reported issue. It was confirmed there was no patient involvement. The machine is back in service and the faulty parts were discarded.

Event description:
A user facility biomedical technician (bmt) reported a fresenius dry acid mixer smoking from the fill valve wiring after replacing the fill valve. Upon follow-up, the bmt confirmed there was no visible flame, and confirmed that no smoke alarms at the facility went off. The bmt stated they replaced the control panel and fill valve assembly to resolve the reported issue. It was confirmed there was no patient involvement. The machine is back in service and the faulty parts were discarded.

Manufacturer narrative:
Plant investigation: the display board assembly and programmed cpu were returned for evaluation. The exterior inspection of the display board assembly revealed no discrepancies. The fill valve relay and the transfer valve relay failed to function when the display board was connected to a display board test fixture. The relay failures were resolved by replacing the k1 and k6 relays. The display board then passed all tests. Exterior inspection of the programmed cpu revealed no discrepancies. The cpu was checked with a programmer and found to be properly programmed. The fill valve was not received for investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a product history review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event could not be confirmed as the fill valve was not received for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a fresenius dry acid mixer smoking from the fill valve wiring after replacing the fill valve. Upon follow-up, the bmt confirmed there was no visible flame, and confirmed that no smoke alarms at the facility went off. The bmt stated they replaced the control panel and fill valve assembly to resolve the reported issue. It was confirmed there was no patient involvement. The machine is back in service and the faulty parts were discarded.